Event description:
It was reported that air bubbles were observed within the tubing. Customer primed the tubing to address the issue. Customer¿s blood glucose level was displayed as "high"; although specific value was not provided. Customer administered a correction bolus via the pump as well as performed a supply change to address the bg. Further troubleshooting was declined as customer would monitor the situation and reach back out if the need arose.